Manufacturer narrative:
The insulin pump was received with detached end cap and partially broken off end cap piece noted during testing. The insulin pump was unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test due to severe case physical damage. The insulin pump had cracked and bleeding lcd glass, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump had moisture damage on all electronic assemblies, force sensor resistor and motor assemblies noted during testing. (B)(4).

Event description:
The customer's father reported via phone call that she experienced high blood glucose. The customer's father reported that the insulin pump had a missing casing. The customer's father reported that the insulin pump was dropped. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was over 500 mg/dl at the time of call. The customer's father stated that they have manual injection to treat the high blood glucose. The customer's father was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.